Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D4: lot number, expiration date, and h4: manufacturer date are unknown. H3: device has not been returned to manufacturer.

Event description:
It was reported that the device infused faster than the 46-hour programmed infusion. The infusion ended five to six hours early. Per reporter the patient experienced a stomachache, no other adverse patient effects were reported by the customer. The device settings were reviewed, air in line was noted.

Manufacturer narrative:
No product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. No lot number was provided; therefore, a history record review could not be conducted.